Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products - unknown screw, unknown versys epoch full coat stem, unknown trilogy acetabular shell, unknown longevity highly crosslinked liner & unknown femoral head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03947, 0001822565-2017-03949, 0001822565-2017-03950, 0001822565-2017-03951, 0001822565-2017-03952.

Event description:
Information was received based on review of a journal article titled, "a prospective randomized trial of mini-incision posterior and 2-incision total hip arthroplasty: minimum 5-year follow-up". It was reported that the patient was revised seven years post-implantation due to psoas impingement.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.